Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: unknown, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare representative reported via manufacture representative that eri had been triggered at date unknown. Also, impedance check revealed all impedances. Impedance measured <(><<)>4000 ohms on all electrodes at an amplitude of 2.2 v. Replacement shall be performed in the near future. However, patient has some additional surgery and therapy (independent of snm) planned for next year and probably won¿t undergo surgery for replacement of the ipg (and maybe the lead) in 2021.